Manufacturer narrative:
Results: the 3maxc started to stretch approximately 109.0 cm and fractured approximately 135.0 cm from the hub. The marker band was present on the distal tip of the distal fractured shaft. The total length of the stretched 3maxc was approximately 180.0 cm. Conclusions: evaluation of the returned 3maxc revealed that the catheter shaft was stretched and fractured. The reported tortuous anatomy likely contributed to the resistance during advancement and retraction of the 3maxc. Forcefully advancing the device into tortuous anatomy against resistance may have caused the device to become pinned within the anatomy. This likely contributed to the resistance experienced upon subsequent retraction of the device. If the device is forcefully retracted against resistance it may become stretched. If the device continues to be retracted against resistance, the device may become fractured. It is possible the fractured guidewire became pinned in a similar location as the 3maxc, resulting in the fracture of the distal end of the guidewire. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc). It was noted that the patient had a difficult type 3 aortic arch and a tortuous internal carotid artery (ica). During the procedure, a neuron max 6f 088 long sheath (neuron max) was placed into the ica, far lower than the physician would normally place it. The physician then advanced a penumbra system ace60 reperfusion catheter (ace60) and the 3maxc through the ica using a guidewire. It was reported that the ace60 could not advance any higher than the siphon part of the ica due to the tortuosity; therefore, the 3maxc and guidewire were advanced to the top of the carotid artery. It was also noted that up to this point, the physician has felt some resistance due to the tortuosity. After performing an angiography, the physician tried to advance the 3maxc and guidewire into the m2 segment but the 3max couldn't reach the target location. Therefore, the physician decided to convert to a stent retriever procedure instead. The physician then removed the guidewire from the 3maxc with no resistance and attempted to advance a longer guidewire through the 3maxc. However, resistance was encountered and the second guidewire could not reach the target location. Subsequently, the guidewire became stuck inside the 3maxc. The physician then decided to remove the guidewire under fluoroscopy and while removing the 3maxc, the physician noticed that the tip of the guidewire was not moving and had broken off inside the 3maxc. The physician then removed the 3maxc but the guidewire was still not moving. Upon removal of the 3maxc from the patient, the physician noticed that approximately 15 centimeters of the 3maxc had broken off. The physician observed under fluoroscopy that the tip of the 3maxc was in the m1 segment and the broken guidewire was hanging in the ica. Therefore, the physician advanced a small balloon catheter through the ace60, wedged the broken 3maxc to the side of the ace60, and removed the entire system. Next, the physician attempted to advance a non-penumbra catheter and stent retriever device to the face of the clot, but the devices could not reach the clot. The catheter and stent device were removed and the procedure was ended at that point. It should be noted that there was no visible damage to the ace60 after removal. There was no report of an adverse effect to the patient.